Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury complaints for code 102 (overdelivery) for pca is approx 3.06/million sets.

Event description:
Overdelivery reported. The pump was to infuse morphine in a 5mg/ml concentration, pca plus continous mode. 10mg/hr, 4mg/pca dose with a 30 minute pt lockout and no 4 hr limit. A nurse reports starting a new vial of morphine at 5:10 am. The pump alarmed for an empty syringe at 6:50 am. The reporter states she could not get past the "empty syringe" screen to check/verify the device settings. It is reported to be possible that the concentration was inadvertently entered incorrectly, but she could not verify this. The nurse states it was at 5mg/ml. The pt reportedly "did not respond to plantar stimulation or tugging of ear. Respirations at 8 per minute. Narcan 0.1 mg administered. Pt gradually reversed. Pt had been receiving morphine. Physician did not believe the added amount of morphine did serious harm to this compromised pt." The pt reportedly returned to baseline status after the narcan was administered.